Event description:
After successfully crossing the target lesion in the pt's left anterior descending coronary artery with a coronary artery stent and delivery sys, the physician retracted the protective sheath. The balloon on the delivery catheter was negatively prepped, and more air than was anticipated by the clinician was noted. In response to the excess air, the physician twisted the endoflator device to compensate. The balloon was inflated up to 6 atmospheres of pressure and the stent was visible on fluoroscopy. At this time, it is reported that the pt began to feel "bad" and developed st elevations on his ECG and then asystole. The artery did not "look good" on fluoro, and the pt was eventually sent to the or for coronary artery bypass surgery (CABG). After CABG, the vessel did not show evidence of any trauma, but the physisican believes that the balloon of the device ruptured. The physician also believes that it is possible that an air embolism may have resulted. The pt is currently doing well. There were no add'l complications reported relative to this event.